Event description:
It was reported that during an unknown procedure the instrument could not be closed after the magazine was inserted. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2024 d4: batch # 815c32 investigation summary visual analysis of the returned sample determined that the ntlc55 device was returned with the saddle pin and the staple height selector loose, both bearings detached from the saddle pin, and not returned for analysis, and with a reload present. The reload was received unfired with the swing tab in the unlocked position. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch and the anvil shroud locks were noted to be broken. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with poor riveting, causing the saddle pin and the staple height selector to be loose and the bearings to come off. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 815c32, and no non-conformances were identified. The lot#975c24 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.